Manufacturer narrative:
Case (B)(4). D1: brand name updated. D4: catalog number, lot number, expiration date, and UDI updated. D10: concomitant part numbers updated. H4: manufacture date updated.

Manufacturer narrative:
D1: brand name added. D4: catalog number added. (B)(4).

Manufacturer narrative:
Results of investigation: it was reported that, after a total hip replacement performed on (B)(6) 2010, the clinical subject experienced ipsilateral leg 10mm greater than pre-op (pre op was 5mm) which was only resolved at 5-year follow-up. This adverse event without identified device or use problem was solved with shoe inserts. The failure mode can be confirmed due to surgery documentation. The claimed article, a polarstem ti/ha standard stem size 3, which intent use is in treatment was not returned for investigation since it is still implanted inside the patient. A batch related product history review was performed. No additional complaint for the batch in scope was reported. The batch record did not reveal any deviation. There's no indication that the device failed to meet specification when released for distribution. The risk of an adverse event without identified device or use problem is covered within our product specific risk file. In total, 18 similar complaints with unspecified failure were identified at most for this specific product family. These complaints in relation to the corresponding sales data resulting in an occurrence ranking of 1. This occurrence is in line with the risk file. In our current instruction for use for hip implants, a undesirable lengthening of the limb, is a stated possible side effect. The root cause can not be established and no potential contributing factor can be identified. No corrective or preventive actions are planned. To date smith + nephew has not received adequate materials to fully evaluate the complaint. If additional clinically relevant materials is later received, the case will be re-assigned. Smith + nephew will monitor this device for similar issues.

Manufacturer narrative:
H3, h6: it was reported that, after a total hip replacement performed on (B)(6) 2010, the clinical subject experienced ipsilateral leg 10mm greater than pre-op (pre op was 5mm) which was only resolved at 5-year follow-up. This adverse event without identified device or use problem was solved with shoe inserts. The failure mode can be confirmed due to surgery documentation. The claimed article, a polarstem ti/ha standard stem size 3, which intent use is in treatment was not returned for investigation. Additionally the batch number remains unknown to date. A batch related product history review can not be performed. Therefore no indication is recognizable that the device failed to meet specification when released for distribution. The risk of an adverse event without identified device or use problem is covered within our product specific risk file. In total, 18 similar complaints with unspecified failure were identified at most for this specific product family. These complaints in relation to the corresponding sales data resulting in an occurrence ranking of 1. This occurrence is in line with the risk file. In our current instruction for use for hip implants lit. 12.23; ed. 05/16 a undesirable lengthening of the limb is a stated possible side effect. The root cause can not be established and no potential contributing factor can be identified. No corrective or preventive actions are planned. To date smith + nephew has not received adequate materials to fully evaluate the complaint. If additional clinically relevant materials or the batch number is later received, the case will be re-assigned. Smith + nephew will monitor this device for similar issues.

Event description:
It was reported that, after a thr performed on (B)(6) 2010 with polar stem cementless, the clinical subject experienced ipsilateral leg 10mm greater than pre-op (pre op was 5mm) which was only resolved at 5-year follow-up. This adverse event was solves with shoe inserts.